Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The account reported that there was a mechanical defect at the connector of the conductive cable that was attached to the headbox of the neuromonitoring device. One pin was bent (mechanically) and there was a short circuit to two (2) other cables. Most likely the thermal damage was caused by short circuit of the non-erbe product. However, no conclusive determination could be made as to the cause of the incident (note: there was no information on the bipolar forceps). Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used parotidectomy. The esu was used with a bipolar forceps (information unknown) and neuromonitoring device (non-erbe product). The generator's settings were bipolar soft, effect 4, 40 watts. After the procedure, three (3) areas of burn/necrosis (or hematoma) were discovered. There was burn in the right side of the mouth below the lip of 3-4 cm x 1 cm. Also, very small skin lesions were on the nose and left shoulder. All affected areas corresponded to placement of needles from the neuromonitoring device. A wound dressing was applied to address the necrosis. (B)(4) (B)(6).